Manufacturer narrative:
Concomitant medical products: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 18-sep-2020, UDI#:(B)(4). Product analysis: the valve and delivery catheter system (dcs) were discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and required a post-implant balloon aortic valvuloplasty (bav). During the dilation, the balloon dislodged the valve. The valve was snared above the sinotubular junction (stj). A second transcatheter bioprosthetic valve was attempted to be implanted. When the second valve crossed the first valve, the snare came off the first valve. Blood pressure immediately dropped and a large type a dissection was identified. Open heart surgery was performed and the injury was unable to be repaired and the patient died. It was unknown if an autopsy was performed.

Manufacturer narrative:
Additional information was reported that the post-implant balloon aortic valvuloplasty (bav) was required due to severe paravalvular leak (pvl) that occurred after the first valve was implanted. There was a large volume of calcium in the native annulus. It was thought that the dissection was caused by a combination of the snare coming off the first valve and scraping the aorta and the second catheter going through the first valve. It was noted that the ascending aorta was dilated. No additional adverse patient effects were reported. Additional code added to h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: patient codes corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.